Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Prior to the procedure, during the checking of shipment, it was reported that the port was allegedly dispatched without a nationalization label. There was no contact with the patient.

Manufacturer narrative:
H11: the initial MDR was inadvertently submitted with a g3 date of 08/12/2025. The correct g3 date is 08/11/2025. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, two photo was provided for review. The photo shows a kit outer packaging label. No nationalization label can be seen on the packaging label. Therefore, the investigation is confirmed for the reported nationalization label missing issue for both the devices. The root cause was determined to be manufacturing related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Prior to the procedure, during the checking of shipment, it was reported that the port was allegedly dispatched without a nationalization label. There was no patient contact.